Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance and a new ra lead of the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance and a new ra lead of the same model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was capped due to lead damage resulting in impedance >3000 and no capture at max output. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information.